Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis was able to confirm the recorded code 1003. The device behavior was attributed to leaky battery capacitors.